Event description:
Customer reported device results are reading low when really high and high when really low, however no values were provided. Customer injected insulin and bottomed out feeling very sick and nauseated. Customer went to hosp. Customer's device =64 mg/dl and hosp device =461 mg/dl. Another hosp device =465 mg/dl thirty seconds later. Customer was admitted to intensive care and treated with IV's, insulin, and hooked to a heart monitor. No controls. A request was made for return product and replacement product was sent.